Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was unable to get out of the rewind mode. The customer was assisted with performing displacement test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.